Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that as the post cardiac arrest patient was being cooled, the device displayed suboptimal flow (02) and patient line open (01) alerts. The patient¿s temperature was 35.9c, the target temperature was 37c, and the water temperature was 7.8c. The nurse stated that the device was on trial at the facility. She said the device was working as expected until the patient came back from CT. As the device began to prime, the flow rate displayed ¿stopped¿. Per troubleshooting, the nurse was instructed to disconnect and the reconnect the pads using the proper technique. The patient was undergoing a procedure, so the nurse could not troubleshoot. She was advised to press ¿stop¿ and restart the device. The nurse stated that the device started and the flow rate went to 0 l/min. The nurse called the helpline after the procedure was completed. The fluid delivery line was checked for damages and cuts, however she did not note any. The pads were emptied and disconnected. The device put into manual control mode. With only the fluid delivery line attached, the flow rate was 1.9l/min, the inlet pressure was -7 psi, the circulation pump was 62%, and the conditioning valve was 1. Each pad was added individually, and then disconnected since the inlet pressure was so low. The left thigh pad was added. The flow rate was 2l/min, the inlet pressure was -2.2 psi, and the circulation pump was at 100%. The right thigh pad was added. The flow rate was -2.1l/min, the inlet pressure was -1.9l/min, and the circulation pump was at 100%. The right chest pad was added. The flow rate was 2.1l/min, the inlet pressure was -2.1psi, and the circulation pump was at 100%. The left chest pad was added. The flow rate was 2.2l/min, the inlet pressure was -1.5 psi, and the circulation pump was at 100%. The helpline contacted (B)(6) and he recommended that the nurse change out the device and pads and send it to the biomedical department. The territory manager was called and both a voicemail and email was sent in regards to the product trial. The nurse was advised to keep the pads for return. Manual control was disabled. Per additional information, the territory manager stated that the patient completed therapy on the new device and set of pads. They confirmed that the issue was not with the device but with the pads.

Manufacturer narrative:
The reported issue (it was reported that the post cardiac arrest patient was cooling and the device displayed suboptimal flow (02) and patient line open (01) alerts. The patient¿s temperature was 35.9c, the target temperature was 37c, and the water temperature was 7.8c. The nurse stated that the facility was trialing the device. She said the device was working as expected until the patient came back from CT. As the device began to prime, the flow rate displayed ¿stopped¿. Per troubleshooting, the nurse was instructed to disconnect and the reconnect the pads using the proper technique. The patient was undergoing a procedure, so the nurse could not troubleshoot. She was advised to press ¿stop¿ and restart the device. The nurse stated that the device started and the flow rate went 0 l/min. The nurse called the helpline after the procedure was completed. The fluid delivery line was checked for damages and cuts, however she didn¿t see any. The pads were emptied and disconnected. The device put into manual control mode. With only the fluid delivery line attached, the flow rate was 1.9l/min, the inlet pressure was -7 psi, the circulation pump was 62%, and the conditioning valve was 1. Each pad was added individually, and then disconnected since the inlet pressure was so low. The left thigh pad was added. The flow rate was 2l/min, the inlet pressure was - 2.2 psi, and the circulation pump was 100%. The right thigh pad was added. The flow rate was - 2.1l/min, the inlet pressure was -1.9l/min, and the circulation pump was 100%. The right chest pad was added. The flow rate was 2.1l/min, the inlet pressure was -2.1psi, and the circulation pump was 100%. The left chest pad was added. The flow rate was 2.2l/min, the inlet pressure was -1.5 psi, and the circulation pump was 100%. The helpline contacted tim gallagher and he recommended that the nurse change out the device and pads and send it to the biomed. The territory manager was called and both a voicemail and email was sent in regards to the product trial. The nurse was advised to keep the pads for return. Manual control was disabled. Per additional information, the territory manager stated that the patient completed therapy on the new device and set of pads. They confirmed that the issue was not with the device but with the pads) was confirmed, as cause unknown. Visual inspection noted that the left thigh pad energy connector was damaged at the tip of the connector. The right thigh, left chest, and right chest pads were found to have the energy connectors free of damage. All the pads were found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of clamping rings on the manifold connector. The seal between the manifold connector and pad was found completely sealed. The pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pads returned. The flow rate was found to be unacceptable for the left thigh pad (the flow rate was inconsistent due to the energy connectors are damaged); as the flow rate for this product must be above 2.4 l/min m2. The rest of the returned pads the flow rate were found acceptable. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿

Event description:
It was reported that as the post cardiac arrest patient was being cooled, the device displayed suboptimal flow (02) and patient line open (01) alerts. The patient¿s temperature was 35.9c, the target temperature was 37c, and the water temperature was 7.8c. The nurse stated that the device was on trial at the facility. She said the device was working as expected until the patient came back from CT. As the device began to prime, the flow rate displayed ¿stopped¿. Per troubleshooting, the nurse was instructed to disconnect and the reconnect the pads using the proper technique. The patient was undergoing a procedure, so the nurse could not troubleshoot. She was advised to press ¿stop¿ and restart the device. The nurse stated that the device started and the flow rate went to 0 l/min. The nurse called the helpline after the procedure was completed. The fluid delivery line was checked for damages and cuts, however she did not note any. The pads were emptied and disconnected. The device put into manual control mode. With only the fluid delivery line attached, the flow rate was 1.9l/min, the inlet pressure was -7 psi, the circulation pump was 62%, and the conditioning valve was 1. Each pad was added individually, and then disconnected since the inlet pressure was so low. The left thigh pad was added. The flow rate was 2l/min, the inlet pressure was - 2.2 psi, and the circulation pump was at 100%. The right thigh pad was added. The flow rate was - 2.1l/min, the inlet pressure was -1.9l/min, and the circulation pump was at 100%. The right chest pad was added. The flow rate was 2.1l/min, the inlet pressure was -2.1psi, and the circulation pump was at 100%. The left chest pad was added. The flow rate was 2.2l/min, the inlet pressure was -1.5 psi, and the circulation pump was at 100%. The helpline contacted tim gallagher and he recommended that the nurse change out the device and pads and send it to the biomedical department. The territory manager was called and both a voicemail and email was sent in regards to the product trial. The nurse was advised to keep the pads for return. Manual control was disabled. Per additional information, the territory manager stated that the patient completed therapy on the new device and set of pads. They confirmed that the issue was not with the device but with the pads.